Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented remotely via merlin.net prior to scheduled generator change procedure. Upon review, it was found that the patient's implantable cardioverter defibrillator (ICD) was exhibiting post-paced t-wave over-sensing. The ICD was explanted and replaced for normal battery depletion. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net prior to scheduled generator change procedure. Upon review, it was found that the patient's implantable cardioverter defibrillator (ICD) was exhibiting post-paced t-wave over-sensing. The ICD was explanted and replaced. The patient was stable.